Manufacturer narrative:
Concomitant product: 407652 lead implanted: (B)(6) 2011. Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient felt syncopal. The physician noted the lead was in unipolar, and upon reprogramming to bipolar the lead failed to function correctly. Undefined high impedance was noted, along with apparent insulation failure/fracture. The rv (right ventricular) lead was programmed back to unipolar, and then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.